Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following results:a visual inspection of the pump showed that the keypad cover was intact. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; the ok and contrast buttons responded appropriately. Evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.